Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the returned device identified fold creases and white particles calcification-like in device outer surface. Weight measurement of the device identified device weight was overweight. A microscopic analysis was performed which identified one striated opening and wear abrasion. Based on the device analysis the final assessment was one striated opening in the posterior side assessed as surgical damage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii or IV."

Event description:
Healthcare professional reported right side "patient's concern with the product." Additionally, healthcare professional reported "mild chronic inflammation", calcification, and "firm and rock hard" capsular contracture baker grade "iii or IV. Device has been explanted.